Event description:
It was reported that noise was observed on the rv lead during device check. Previously noise was noted on the ra lead for several months. Review of the stored egms showed noise on the ventricular channel which resulted in inappropriate vf detection. The hv therapy was aborted due to return to sinus. Both leads were capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.